Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer had hyperglycemia and treated with insulin pump, customer could not able to see blood glucose value due to high blood glucose. The blood glucose value at the time of event was 480 mg/dl. No other harm and medical intervention were reported. Troubleshooting was performed, customer was using the insulin pump within 48 hours of the event , no air bubbles in the tubing and had tubing connector anomaly. The device will not be returned for analysis.